Event description:
Info received indicated that the side rail would not go up. No injury alleged.

Manufacturer narrative:
Technician found the rail would not go up due to damaged side rail latch. Replaced the damaged side rail latch cover to resolve this issue.